Event description:
It was reported that the patient with this right ventricular (rv) lead was recently hospitalized for congestive heart failure (chf) and is currently experiencing persistent atrial fibrillation (af). The patient recently underwent an unsuccessful transcatheter edge-to-edge repair of their mitral valve. The procedure could not be completed and the patient was offered palliative care. The patient later received appropriate shock therapy for ventricular tachycardia (vt) which was successful in treating the vt. It was reported around this time that the rv shock impedance, which was previously measured at approximately 87 ohms, had increased to 134 ohms. The health care professional (hcp) indicated that the patient has recently been administered diuretic therapy. Technical services (ts) observed that the change in impedance is likely attributable to clinical factors and alterations in fluid status. Ts anticipates that the impedance measurement will return to baseline as the patient's condition improves and recommends reassessment of the impedance in several days. The rv lead remains implanted and operational however tachy therapy has been turned off for hospice care.